Event description:
Boston scientific received info that a pt with this cardiac resynchronization therapy defibrillator (crt-d) and non-guidant right atrial (ra) pace/sense lead, was demonstrating a high pacing impedance measurement (>3000 ohms), noise, and no pacing. It was reported that the pt has also received an inappropriate shock due to the noise. It was noted that a loose setscrew is suspected, and that the pt has been contacted by his physician's office twice for f/u appointments, but the pt has canceled each appointment. We received subsequent info that following inappropriate shocks due to atrial fibrillation, the pocket was opened and it was noted that the atrial setscrew was loose.

Manufacturer narrative:
It was reported that the physician's office intends to send a certified letter to the pt's home regarding this issue. Guidant received subsequent info that this pt will be scheduled for an invasive procedure to address this issue (date not specified). It was noted that the pt was brought in by ems after receiving 12 shocks at home and then received two more in the ER. It was reported that the pt was in a-fib with a rapid ventricular response, thus causing the device to deliver shock therapy. It was noted that the pt's medications were altered in order to suppress the a-fib. The setscrew was tightened and induction testing was successful. The device is reported to be operating normally. No additional info was provided. If additional info becomes available, or if the product is returned, this event will be reopened. The root cause is attributed to the difference in renewal 3 and 4 header design from previous headers. A product update outlining the setscrew location was sent out to the field reps on april 22, 2004.